Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that her insulin pump alarmed with no delivery during the manual prime process. The patient's blood glucose at the time of incident was 139 mg/dl. Troubleshooting was initiated for the no delivery issue. The customer cleared the alarm and disconnected from the pump. The customer then disconnected and reconnected the same reservoir and infusion set and the prime process was unsuccessful. The infusion set was changed and the prime failed a second time. The reservoir was then changed and the pump was able to delivery insulin. The customer was advised to rewind the pump, place the reservoir inside the pump, and run a manual prime; the prime occurred without any alarms. The customer was advised that changing the reservoir solved the issue. The original reservoir will be returned for analysis and a replacement reservoir, cannula, and infusion set were shipped to the customer.